Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The gauge needle was at 0 atm when received. The device does not have any visual defects. A functional test of the complaint device was carried out using its original stopcock. No issues were noted during the device locking mechanism test. The unit passed the gauge accuracy test without issues. A device history record review was performed and no deviation was found. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the meter gauge was not moving. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During procedure, when pressure was applied to a non-bsc 2.5/15 balloon catheter, it was observed under fluoroscopy that the balloon had inflated but the meter on the gauge was not moving. Procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the meter gauge was not moving. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During procedure, when pressure was applied to a non-bsc 2.5/15 balloon catheter, it was observed under fluoroscopy that the balloon had inflated but the meter on the gauge was not moving. Procedure was completed with another of the same device. No patient complications were reported.